Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had unrelieved pain due to lead migration. The rep noted that the date of occurrence was approximate. The rep reported that per the hcp¿s office, the patient was still complaining that stimulation hadn't helped since implant and the hcp may have to do surgery. The rep inquired about recent x-rays that were done to check the lead and was told the leads hadn't moved, but when the rep viewed the x-rays they noted that the lead had actually pulled down from top t8 to mid t9. The hcp counted and now agreed. The rep updated the patient and the patient would like to try reprogramming. The rep reported that the patient had good relief and felt good immediately post-operative which led to her doing things she shouldn't such as bending. The rep reported that a reprogramming appointment was scheduled for (B)(6) "2091". No further complications were reported.